Event description:
Radial artery harvest device broke intra-op. No harm caused to patient. A delay in case of 10 minutes. Device cleaned and guidant representative notified. Device will be sent to guidant.